Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had missing segment/partial display. The customer was assisted with partial display troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated the display appeared to have weird colors smeared across and they took the battery out until the lights went out. The customer stated that display was solid white. The customer stated that the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with solid white display with horizontal black lines due to cracked lcd glass. No rainbow or traces of red color on the display noted. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd glass. Pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.